Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation (af) a farawave 31 mm catheter was selected for use. However, it was noticed that there was white coating at the handle. No more information was provided. No patient complications were reported. Original device was used to complete the procedure. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: upon receipt at boston scientific's post market laboratory the catheter was first visually inspected and some white spots were observed on the catheter handle. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of foreign material was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on all the available information boston scientific confirms the allegation of foreign material with the cause most likely being a quality control deficiency .

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation (af) a farawave 31 mm catheter was selected for use. However, it was noticed that there was white coating at the handle. No more information was provided. No patient complications were reported. Original device was used to complete the procedure.the device is expected to be returned for laboratory analysis.